Manufacturer narrative:
The customer confirmed to a remote service engineer (rse) that the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba ribbon cable was replaced but was unable to confirm that the device was fully functional following the part replacement, as they were completing additional troubleshooting steps for another device issue. In a good faith effort (gfe) response received from the customer, it was stated that the device had been sent into a 3rd party repair company. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a return to full functionality and a return to use for the device. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensors failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the issue, and the rse confirmed through remote service with the customer that there was a diagnostic code logged in the device's diagnostic report (drpt) for the machine and proximal pressure sensors failed alarm. It was found during the inspection of the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba ribbon cable that the device had a 1st generation da pcba to mc pcba cable. The rse advised trying to replace it with the 2ng generation da pcba to mc pcba cable. A replacement da pcba to mc pcba cable was ordered in a material only work order for delivery to the customer site.